Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaws fractured. The broken piece was returned. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total phrayngo-laryngectomy, when passing through the tissue, a crack was found at the tip. The device was stopped using as there was a risk of damage. They used another like device and it worked fine. There was no patient injury.